Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp barrel cracked. The following information was provided by the initial reporter: upon sealing the catheter after completing the patient's intravenous infusion, a crack and leakage were discovered in the bd 10ml standard core rod.